Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the reported issue was caused by a defective motor shaft. However, the specific cause of the defective motor shaft was not established at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the front panel indicator flickered due to a loose motor shaft 1u. Additionally, there was an abnormal sound inside the device. The device was returned to normal after the motor shaft 1u was adjusted to fix the issue. A supplemental report will be submitted upon completion of the investigation or if the user facility provides any additional information.

Event description:
The olympus sales representative reported (on behalf of the customer) that the evis exera iii xenon light source front panel was flickering. There was no procedural involvement and no delay. There were no reports of patient harm.